Event description:
Pt was sitting on a guardian # (B)(4) bed side commode, when it collapsed under her. Pt had used this item for a number of yrs. Pt fell into an adjacent french door, breaking this door. "She was not seriously injured but did sustain a number of bruises". The paramedics that attended her said there were no broken bones. The pt had a stroke 15 yrs ago and is paralyzed on her left side, which is the side that collapsed.